Event description:
During a complex and high risk ptca/stent treatment procedure involving 99% stenotic lesion in the middle portion of the rca, balloon catheter difficulties were encountered. The pt had been diagnosed with a non-st elevation acute myocardial infarction, was non-responsive to stimuli and receiving ventilator support at the initiation of the procedure. Seven balloon catheters, a rotoblator device, phamacologic cardiovascular support, a swan-ganz catheter and a temporary pacemaker were also used during this procedure, a stent had been placed in a lesion in the middle portion of the lad coronary artery. The maverick monorail 1.5 x 15 mm balloon catheter ruptured during the first inflation in the middle portion of the rca at 12 atm's for 8 seconds. (Reported on this medwatch). The maverick monorail balloon was removed and replaced with a maverick monorail 2.5 x 15 mm balloon. The original complaint stated that this device also ruptured, but no info was documented in the cath lab procedure note regarding number of atm's/inflations or evidence of rupture of this device. (See manufacturer's report # 6000093-2002-00131). The procedure was noted to be successful. The pt was transferred to the ncc unit in stable condition.